Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va14yzw, implanted: (B)(6) 2016, product type: lead.

Event description:
The patient reported that when the lead was being inserted in the probe on (B)(6) 2016 it nicked the vein and caused a hemorrhagic stroke. Inquiries about electromagnetic thresholds related to the device were also requested but no issues related to emi were reported. There were no other symptoms reported and no device allegations related to this event. Indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.